Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) and a competitor lead. The article reports that a patient with a cardiac defibrillator implanted due to previous ventricular fibrillation arrest and ischemic cardiomyopathy, received a shock while cleaning the fish pond. At the time, the patient¿s immersed arm was close to a submersed water pump, but the patient was asymptomatic. As a result of the shock, the patient lost consciousness, but collapsed backwards, away from the pond. Interrogation of the device revealed a high frequency artefact that was sensed by the device and triggered a shock. Device parameters were otherwise normal. Subsequently, the submersed water pump was found to be the source of an external alternating current leak and was identified as the likely cause of the inappropriate shock due to electromagnetic interference (emi). The water pump was repaired and the patient remained ¿well with no further shocks.¿ the ICD remains in use. There were no further patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a novel solution for the high defibrillation threshold in patients with a df-4 lead: adding a high voltage adaptor/splitter. (B)(6) pacing and electrophysiology journal. 2 014;14(3):152-156. (B)(4).